Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt¿s a & b cable and dn to rear cable were severed. The root cause for the severed cables could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt cannot run detect and treat testing.